Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the user experienced a temperature overshoot during cooling therapy with a patient. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Manufacturer narrative:
Feedback on device use was provided to the user facility to prevent this issue from occurring in the future.

Event description:
It was alleged that the user experienced a temperature overshoot during cooling therapy with a patient. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Event description:
It was alleged that the user experienced a temperature overshoot during cooling therapy with a patient. No adverse consequence or clinically relevant delay in treatment was reported for the patient.